Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during cardioverting a patient (age & gender unknown), the device didn't sync on appropriate segment of rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll approved service provider. Based on the data file investigation, no new information. Based on the customer report that the device delivered a shock at the wrong time, this investigation is closed as device meets specification, as the log shows that the unit synced to the rising phase of the r waves and delivered a shock that successfully terminated the patient's atrial fibrillation. No trend identified based on similar reports.